Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump¿s black box revealed a cs 064 alarm. The pump powered on with no alarms occurring. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.